Event description:
It was reported that the rack pushrod on the pump was damaged and insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose level was not impacted. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.